Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 31-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. During insertion, the introducer peel-away sheath kinked and a different introducer kit was used successfully. The physician reported concerns about the design of the 0.027-inch wire, stating that the transition between the floppy tip and wire body posed a potential hazard and recommending a smoother transition. Additional feedback was provided regarding the stiffness of the rp flex pigtail and a preference for a tighter, softer j-tip to reduce vascular risk. During support, a spike in motor current occurred, followed by decreased motor-current flows and increased pulmonary-artery signals. Flows decreased from 2.8¿l/min to 2.1 l/min, with purge-flow reduction as well. Tissue plasminogen activator (tpa) purge protocol was initiated, which restored purge flow; however, pump flows continued to decline to 1.5¿1.6 l/min at performance level p-6. The patient was on heparin with stable anticoagulation parameters. The decision was made to remove the device. The reported events are purge-pressure-high requiring tpa administration, product damage, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right femoral vein for mechanical circulatory support. The introducer peel away sheath kinked. A different introducer kit was used and everything worked fine. No patient harm was noted. The procedure was successful. The device was discarded.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for twist, bent, kinked has been completed. The cause of the sheath kink was not determined due to lack of clinical details, no product returned for analysis.